Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the elecrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open pulse wire in the distribution node to ECG "b" cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.